Event description:
The customer reported that the system displayed a filament regulator fail message and stated that there was a failure with the battery charger circuit. No pt injuries were reported.

Manufacturer narrative:
(B)(4). The inhouse biomed replaced the bad battery and battery charge fuse f1. The system was working as intended.